Event description:
It was reported that during a laparoscopic lobectomy procedure for lung cancer, it was observed that there was a taco-seal on the blood vessel that¿s why there was a possibility that there was a problem with the thickness when firing. It was used on blood vessel. The device was not used. The reverse button was used to release and the blood vessel was ligated. Additional suture was performed to complete the case. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 03/26/25 d4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device deliver any staples? - what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? - were there staples missing from the staple line? If yes, was the staple line complete? - did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line - was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. - if the jaws could not be opened, how was the device removed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9et35, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2025. Corrected data: h6 (medical device problem code, investigation findings, investigation conclusions).

Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #151d25. D4, h4: expiration date, UDI, and device manufacture date corrected. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received partially fired 1/10 and a tyvek. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Based on the information currently available, the condition identified during the investigation of the reload received has been correlated to the manufacturing process. This condition will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 151d25, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2025. Corrected data: h6 (medical device problem code, investigation findings, investigation conclusions).

Manufacturer narrative:
(B)(4) date sent: 06/10/2025. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Unk. If yes: did the device deliver any staples? Unk. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unk. Were there staples missing from the staple line? Unk. If yes, was the staple line complete? Unk. Did the device cut? Unk. If yes, was the cut line complete? Unk. If yes, was there any issue with the cut line was there any difficulty opening the device jaws? Unk. If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. The reverse button was used to release.